Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout after part replacement (camera). The system was found to be fully functional.

Manufacturer narrative:
The camera for the navigation system was returned to the manufacturer for evaluation. Testing found that the positioning sensor unit (psu) had registered a bump and failed accuracy testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the camera of the navigation system displayed an amber light. It was noted that the bump sensor was triggered. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: patient demographics provided.